Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Final angiography revealed a distal type I endoleak from the right leg, but the physician decided to monitor it. On an unknown date in (B)(6) 2021, a CT imaging identified an aneurysm enlargement (amount unknown). A reintervention is planned on (B)(6) 2021. The right internal iliac artery will be embolized and a stent graft will be implanted to the right external iliac artery.